Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor error 42 occurred and that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was over 400 mg/dl. Customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.